Event description:
On 08-sep-2025, the user reported elevated blood glucose (bg) after eating before completing a supply change earlier in the day. The agent reviewed the ilet algorithm and confirmed that the device had already delivered 5¿6 units of correction insulin since the supply change. The user chose to allow the correction algorithm to bring bg back into range. The highest blood glucose (bg) recorded was 282 mg/dl. Bg was corrected through the ilet correction algorithm. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.